Event description:
It was reported that there was a plan to transfer a patient from one facility to another. Prior to the arrival , the pump was turned on for the change of connections. The fiberoptix sensor (fos) signal worked. The ECG signal and transducer mode did not work. The display did not show the signals, apart from the fos. As a result, the pump was not used. The patient was kept on the original pump. There were no reported patient complications. Product was not used on the patient.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the front end board was returned. Front end board was tested and failed due to a faulty dc/dc converter (u39). A check of the complaint database yielded 2 complaints in 2006, 2 complaints in 2007, and no other complaints in 2008 had this finding. A DHR review was conducted on the intra-aortic balloon pump (iabp) & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint.